Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms. It was reported that the patient was scheduled to be seen in clinic on a future date. Boston scientific technical services (ts) discussed troubleshooting options in addition to the option of increasing the remote home monitoring alert value and monitoring. No adverse patient effects were reported. This product remains in service.